Event description:
It was reported that the device was difficult to suction during surgery. Additional information was received from investigators on 18-jan-2019, that the round wound drain attached to the evacuator was blocked.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "IV. Precautions: 1. Ensure that the wound site is dry and free of debris before closure. 2. The surgeon must determine the number of drains needed for effective drainage of the entire wound site. 3. The junction between the tubing and tissue at the drain entrance site must be air-tight for effective functioning of the system. 4. Do not use with wall suction in excess of 210mm hg. 5. If the drain is occluded, irrigation and/or aspiration of the drain may be required. 6. The quality and quantity of drained fluid must be regularly monitored and reported to the surgeon. 7. Reservoir, once full, must be emptied per hospital protocols. Failure to do so will result in incomplete drainage. 8. Suction must be discontinued prior to the removal of the drain. 9. Before starting the drainage procedure, ensure that all the connections are tight and free of any obstructions within the drainage pathway. Connections to check are: I) drain to suction source. Ii) y-connector (when applicable): ¿ drain to y-connector. ¿ y-connector to suction source. 10. Di(2-ethylhexyl) phthalate (dehp) is a plasticizer used in some polyvinyl chloride medical devices. Dehp has been shown to produce a range of adverse effects in experimental animals, notably liver toxicity and testicular atrophy. Although the toxic and carcinogenic effects of dehp have been well established in experimental animals, the ability of this compound to produce adverse effects in humans is controversial. There is no evidence that neonates, infants, pregnant and breast feeding women exposed to dehp experience any related adverse effects. However, a lack of evidence of causation between dehp-pvc and any disease or adverse effect does not mean that there are no risks."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the device was difficult to suction during surgery.